Event description:
This device was returned without (B)(4) documentation. (B)(4) have no record of this patient. The following physician's office has not seen this patient in over 2 years. The date of explant is unknown. On (B)(4) 2012- additional information was received that his pacemaker and lead were explanted on (B)(6) 2011 and replaced with a competitor's device. There was no indication that the atrial lead was replaced and bsc did not have a reason for explant. At this time, it was determined this event is reportable.

Manufacturer narrative:
Please note that the evaluation codes and manufacture date will be provided in a follow-up report. Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.